Event description:
Thrombosis of the device. (Believed to be most likely due to hypovolemia.) Patient death, possible mi or cardiac arrest. The physician believes patient death was not caused by the implanted device.